Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the biliary tract of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a stenosis within the biliary tract. No dilatation was performed prior to the stent placement. The patient's anatomy was reported to not be tortuous. No visible issues were noted to the device. During the procedure, the user attempted to deploy the stent. However, it could not be deployed. Clinical follow up revealed that the stent was not able to be reconstrained back onto the delivery system prior to removal from the patient. Therefore, the partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the biliary tract of a patient on (B)(6) 2013 during an endoscopic retrograde cholangiopancreatography (ercp) procedure with stent placement. According to the complainant, the indication for the stent placement was for treatment of a stenosis within the biliary tract. No dilatation was performed prior to the stent placement. The patient's anatomy was reported to not be tortuous. No visible issues were noted to the device. During the procedure, the user attempted to deploy the stent. However, it could not be deployed. Clinical follow up revealed that the stent was not able to be reconstrained back onto the delivery system prior to removal from the patient. Therefore, the partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
A fully deployed stent was returned for analysis; the stent delivery system was not returned. An examination of the deployed stent found no issues with it's profile. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Manufacturer narrative:
(B)(4) stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.